Event description:
It was reported via repair work order that the foot-end lift was elevated and would not lower due to malfunction power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot-end lift was elevated and would not lower due to the power coil cable and sensor coil cord being worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined a worn sensor coil cord also contributed to the foot end of the bed being stuck in an elevated position.